Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system. The patient presented with severe aortic stenosis and with an underlying first degree atrioventricular (av) block with right bundle branch block (rbbb). Pre-dilatation was performed using a 24mm true balloon. However, after pre-dilation, the patient developed a complete heart block (chb) with junctional escape rhythm. To treat the heart block, a temporary pacemaker was placed. The valve was implanted at an optimal depth of approximately 3mm. It was noted that while in the cusp overlap view (cov), the inflow edge of the contrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The patient was reported to remain hemodynamically stable throughout the procedure. However, post procedure, the patient remained in chb. On the same day, later in the evening, a permanent pacemaker implanted. The patient was reported to be stable and discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. A prolonged hospitalization, unexpected medical, and surgical interventions were a result of case specific circumstances. As a temporary pacemaker was initially implanted; post procedure a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system. The patient presented with severe aortic stenosis and with an underlying first degree atrioventricular (av) block with right bundle branch block (rbbb). Pre-dilatation was performed using a 24mm true balloon. However, after pre-dilation, the patient developed a complete heart block (chb) with junctional escape rhythm. To treat the heart block, a temporary pacemaker was placed. The valve was implanted at an optimal depth of approximately 3mm. It was noted that while in the cusp overlap view (cov), the inflow edge of the contrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The patient was reported to remain hemodynamically stable throughout the procedure. However, post procedure, the patient remained in chb. On the same day, later in the evening, a permanent pacemaker implanted. The patient was reported to be stable and discharged.